Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that the pin that secures the grasping section to the handle was missing. This caused the jaw to partially detach from the handle. The device was sent to the original equipment manufacturer (OEM) for further analysis. The OEM report confirmed that the grasping section detached from the teflon pad. It was found that the grasping section was damaged and there was evidence that the probe came in contact with the grasping section.

Event description:
It was reported that during a routine nissen fundoplication procedure, the device did not function properly. Several output warnings occurred. The intended procedure was completed with another similar device. Upon completion of the procedure, the device was returned for reprocessing and it was observed that the grasping section of the tip was detached. There was no report of patient injury.